Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be specified. Presumably, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected by following the instructions for use which state: ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
E1 facility name: (B)(6) hospital. During device evaluation at olympus, it was found the complaint was confirmed and the screen was black with no image due to damage on the charged coupled device (ccd) unit. Also, evaluation found there was image noise and the image could not be seen temporarily due to damage on the ccd unit, the bending section cover was chipped, the image had white dots due to damage on the ccd unit, the video connector was cracked, switch #1 was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex deflectable videoscope had no image. The issue occurred when preparing the device for use. There was no delay and the procedure was completed with a similar device. There was no reported patient harm or impact due to this event.